Event description:
Kimberly-clark received a report from (B)(6), stating, "heat seal broken in two places rendering contents non-sterile." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The reported defect was identified prior to use, and no patient involvement was reported. The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The returned device was received with a small portion of the bottom package seal open. The characteristic bonding pattern was present on the entire bottom seal indicating that the bottom of the package was exposed to the package sealer. The root cause of this reported event has not been determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.